Event description:
Caller reported a pump malfunction with a specific malfunction code and fault ID available. The issue resulted in an unknown high blood glucose level, which was addressed with a correction injection via multiple daily injections (mdi). Tandem technical support arranged to replace the pump, provided instructions on returning the malfunctioning pump, and ensured the customer understood the process for setting up the replacement pump.